Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the peak inspiratory pressure knob of an rd900aeu neopuff infant resuscitator did not rotate during the biomed acceptance test. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.